Event description:
On (B)(6) 2011, the pt was implanted with a spectra penile prosthesis device. On (B)(6) 2011, the entire device was removed and replaced with an inflatable penile prosthesis due to infection.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.